Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was trying to back out a viper cortical fix screw using the expedium driver and the tip of the screw driver sheared off inside the head of the screw. He then tried to use the expedium t20 driver and that sheared off as well. He then had to helicopter the screw out. During final tightening, the driver stripped. Patient consequence?: no.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination at the macroscopic level revealed that the fracture occurred at the screwdriver¿s distal tip. The second half of the screwdriver tip was not returned for analysis. The fracture analysis report reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. This suggests that the fractured tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the screwdriver¿s distal tip fracturing cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.